Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 19 mm sjm trifecta valve was implanted on (B)(6) 2015, and the patient was discharged. Following discharge, the patient presented to the ER on multiple occasions (dates unknown) with upper respiratory difficulty requiring an epinephrine injection. The respiratory distress was believed to be an allergic reaction that the patient did not experience prior to surgery. The patient was seen by an allergist and the cause of the symptoms remains unknown. The allergist indicated the patient does not have a positive bovine/porcine valve related assay. The patient was reported to be stable.